Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The guidewire in lead was stuck that was most likely due to combination of dried blood in lumen and bend in guidewire.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted due to placement difficulty. In addition, the lead was unable to be removed from the guidewire as it was lodged within the lumen. This lv lead was never in service. No adverse patient effects were reported.